Event description:
It was reported that the pt's neurostimulator was turning off and that it may be due to seat warmers in his car. He was at home in good condition. Additional information was requested.

Manufacturer narrative:
(B)(4).